Manufacturer narrative:
Additional information provided: occupation. (B)(4). The customer¿s report of a check valve failure was confirmed. The primary set was visually inspected and no anomalies were observed. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing was performed and backflow from the secondary into the primary was confirmed, indicating a faulty check valve. Further testing of the returned part by the supplier was unable to replicate the backflow. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a drug was setup for a secondary infusion and the drug started flowing into the primary bag. This occurred before the pump was turned on and programmed. The secondary infusion was stopped immediately--no drug lost. No patient harm reported.